Event description:
It was reported the patient received the following results within 15 minutes: 10:03pm-110 mg/dl (professional meter). 10:03pm-245 mg/dl (instant). 11:52pm-100 mg/dl (professional meter). 11:52pm-192 mg/dl (instant).